Event description:
Reported states that after she had a CT scan, she began to experience burning pain that began in her eyes then radiated throughout her entire body that persists to this day. She also experiences chest pain/tightness and respiratory difficulties as well. She believes that this is the result of the isovue used in the CT scan. She says her doctor has been of no help.